Event description:
This notification is being reviewed due to an allegation from the user of a dreamstation auto CPAP device. The user's allegation of having a dry mouth is due to the replacement device. The patient rushed off the phone refusing our representative to present ant troubleshooting. This allegation does not denote harm or serious injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that this notification is being reviewed due to an allegation from the user of a dreamstation auto CPAP device. The user's allegation of having a dry mouth is due to the replacement device. The patient rushed off the phone refusing our representative to present ant troubleshooting. This allegation does not denote harm or serious injury. The device was returned to the third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected, and no evidence of foam degradation/particles was found. Scratches found 7on lcd screen and upper enclosure. Bottom enclosure was damaged. The device was repaired by the service technician after the evaluation was complete. The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for dream station CPAP/bipap series. A field correction action(2021-06-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file that was current at the time ¿ ER 2219697 v15 (nirvana risk management matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ degrad04, irrit05 reflected the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued.